Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device had error code 800.8000 on 8015bd-unit was not identified during the customer call. However, to address the issue, tech support recommended either try to run pm test on unit & reflash software or sending the unit to the repair depot for further investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had error code 800.8000 on 8015bd-unit. There was no patient involvement.